Event description:
It was reported that two (2) large volume infusors leaked from the "one way valve". This was observed during patient infusion with chemotherapy medication. The devices had 80% of the drug at the time of this event. The devices were replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from april 1, 2022 - april 4, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one (1) actual device was received for evaluation. A visual inspection was performed using the naked eye and revealed that the flow restrictor was not returned. Functional testing was performed by filling the device with green colored water. During and after fill, no evidence of leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.